Event description:
The customer reported to beckman coulter (bec) that an unknown amount of liquid was leaking near the laser in the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed the leak from split tubing from the lower sheath tank to flow cell. The fse replaced the tubing, resolving the leak. Failure mode of the leak was attributed to split tubing from the lower sheath tank to flow cell. (B)(4).